Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a193. Investigation summary: the analysis results showed that one gst60w reload was received unfired, with the pan partially dislodged from the proximal end left side. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the metal tray on the bottom of the reload had separated prior to being inserted into the jaws of the stapler. A second like reload was used with the same stapler to continue the procedure. There were no patient consequences reported.